Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for resetting the pump, and the customer successfully reset it without the malfunction recurring. The customer was advised to continue using the pump and to contact support if the error recurred, which the customer understood and acknowledged.